Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level 400 mg/dl, 416 mg/dl at the time of incident and 464 mg/dl. The customer had leaks on past few infusion sets. Customer stated location of the leak was site. The customer also reported other events such as headache and nausea. The insulin pump will not be returned for analysis.